Manufacturer narrative:
Investigation summary no samples (including photos) were returned as of 5 june 2020 therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st. Related complaint for needle missing npe for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) is required at this time.

Event description:
It was reported that there was no non-patient end needle on the bd ultra fine¿ pen needle after the injection, and the consumer was unsure whether the "humalog" insulin came out. Additionally, the consumer reported that the plunger felt "odd". The following information was provided by the initial reporter: "consumer reported found 1 pen needle after injection to not have a non patient end needle. Consumer feels he completed the flow check but can't recall if he really saw the insulin come out. Duringe the 4 units of humalog, consumer felt the plunger of pen to feel odd."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that there was no non-patient end needle on the bd ultra fine¿ pen needle after the injection, and the consumer was unsure whether the "humalog" insulin came out. Additionally, the consumer reported that the plunger felt "odd". The following information was provided by the initial reporter: "consumer reported found 1 pen needle after injection to not have a non patient end needle. Consumer feels he completed the flow check but can't recall if he really saw the insulin come out. During the 4 units of humalog, consumer felt the plunger of pen to feel odd."